Event description:
This spontaneous report was received from a mexican physician and concerns a 32-year-old female patient (weight: 64 kg, height: 172cm). She was injected subdermally, with a total of 1.5 ml of radiesse(+), into the chin, for chin projection and definition, on (B)(6) 2022. Batch number was reported as a00051140 (expiry date: 02/2024). A lot search in the global safety database was conducted. The batch record review was received and the lot number for radiesse(+) was confirmed as a00051140 (expiry date: 02/2024). She was injected with a cannula. She was concomitantly injected with a total of 2 ml of restylane define, into the chin, on (B)(6) 2022. She was injected subdermally, using a 25 gauge cannula. The patient denied a personal pathological history. On (B)(6) 2022, 31 days after the treatment with radiesse(+), the patient experienced localized dermatosis on the head, affecting the chin region, characterized by nodules measuring 2.5x2 cm and 1.5x1 cm in approximate size. It was red in colour and mildly scaly. On palpation there were soft, fluctuating nodules, with increased local temperature, and presence of moderate pain during manipulation. The diagnostic impression was a soft tissue infection. The outcome of the event was reported as not resolved. In the opinion of the reporter, the event was serious and related to radiesse(+).

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event soft tissue infection (pt: injection site infection), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant, lot number a00051140, was reviewed. A lot search was conducted on the reported lot and no similar events were noted, no nonconformances were related to this lot.